Event description:
A spokesperson for the hospital indicated that the distal tip of the catheter being used for a renal arteriogram and intervention came loose within the patient and was not retrieved. She stated that the patient is fine and did not seem to suffer any effect from the event.

Manufacturer narrative:
A corrective action and preventive action (CAPA) has been initiated in order to determine the root cause of this event, and take appropriate corrective action.